Event description:
The manufacturer representative reported while pulling the carrier back with the extensions, the carrier broke. Additional time was required to make a third surgical incision to retrieve the extension.

Manufacturer narrative:
Analysis results were not available on the date of this report. A follow up report will be sent when analysis is complete.